Manufacturer narrative:
The following devices were also listed in this report: unknown triathlon 5x9 cs insert; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving an unknown triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was unknown. Complaint history review: could not be performed as lot code information was unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to pain and patient having avascular necrosis under the medial side. A baseplate and insert were revised to a baseplate with stem and extender, and a new insert. Rep confirmed that no further information will be released by the hospital or surgeon.